Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the follow-up performed on (B)(6) 2011, the pt had several mode switch episodes and runs. The company representative required a detailed explanation about these episodes which were more likely related to a sinus tachycardia.